Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was observed that the patient was also in an atrial arrythmia at the time. The lead remains in use. No patient complications have been reported as a result of this event.